Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Upon sensor removal, sensor wire detached. Patient reported difficulty with deployment. No medical intervention was required.